Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the lower pad split off. The instrument did not close and could not be removed out of the trocar. So the trocar and instrument had to be removed together out of the patient. After removing those out of the patient the customer pull out the enseal together with the wire which connect the pad with the instrument out of trocar. Etrio- display showed often error codes - replace instrument. Sales rep saw that the top branch was curved (80°) and loose. The knife could move only 2/3. (Gen11). No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Only one device was returned. The device was received with the upper jaw loose. During functional testing while cutting test media a "replace instrument" message was received. The jaw was inspected and it was noted to be loose. Because of this condition the upper jaw can makes contact with the electrode creating an electrical short preventing rf power delivery from the generator. The jaw was loose because the jaw retention pin was not properly attached to the jaw. This prevented the upper jaw from aligning with the lower jaw. No conclusion could be reached why the jaw retention pin was in this condition. The instrument was received with an active rod and an electrode inside the bag, but not corresponding to the instrument returned. It is possible that the device used in surgery was not the one returned for inspection.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.(B)(4).